Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative, following-up at the site, reported testing the navigation system and determined that the cable to emitter connection is not flush. When emitter is in the cradle it can track properly, however, when bent or taken out of the cradle, unable to track instruments. On (B)(4) 2014 medtronic representative performed a navigation system check-out, all areas passed except hardware. RMA issued. Replacement field generator/emitter shipped to site (B)(4) 2014. Emitter replaced. On (B)(4) 2014 medtronic representative performed a navigation system check-out, all areas passed. On (B)(4) 2014 medtronic investigation of returned suspect emitter finds that multiple tools could be verified on the phantom head model. Registration was completed on the phantom head model with the tracer method multiple times with no trouble found. The emitter passed the pegboard test with an error of 1.581mm. Flexing the cable does not indicate any intermittent opens. Fully functional. No fault found - device did not cause event.

Event description:
A site biomed representative reported a navigation system that was unable to register during testing. There was no patient present when this issue was identified.